Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through the implant patient registry department, seven days post tavr the patient received a second 26mm sapien valve.

Manufacturer narrative:
Initial aware date was 10/23/2013 and not 11/01/2013. Additional information provided the edwards territory manager (tm), indicated that during a repeat echo (tee), moderate paravalvular leak (pvl) was noted, which was an increase from the trace pvl that had been observed post valve deployment four days earlier. Per the tm, although the patient was hemodynamically stable, the physician opted to deploy a second valve three days later. The second 26mm sapien valve was deployed (one cell lower) within the first 26mm sapien valve, reducing the pvl to none. No complications were reported during the procedure and the patient was discharged in stable condition three days post valve-in-valve. Per the tm, prior to the index procedure, the patient¿s native valve and aortic root were mildly calcified, the ejection fraction was 55%, there was mild mitral annular calcification (mac), the sinus of valsalva (sov) measured 34mm, the sinotubular junction (stj) measured 28mm and the patient had no ventricular septal hypertrophy. The first valve was implanted in a 70:30 aortic position using a transfemoral approach. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Factors that could cause central regurgitation include over expansion or asymmetrical deployment of the delivery balloon, and inadequate coaptation of prosthesis leaflets. In this case, the cause of the increase in pvl from trace to mild four days post procedure cannot be confirmed. It is possible that the patient (calcification) and procedural factors (aortic deployment of the valve) may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.